Manufacturer narrative:
The insulin pump was received with high idle current due to faulty motherboard. No failed battery test alarm noted during testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a low battery alert with the battery more than 2 bars. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery was not previously used. The customer stated that the insulin pump was dropped prior to the event. The customer stated did not performed excessive button pressing. The customer stated that the battery cap was not missing or damaged. The customer stated that there have not been unattended alarms. The insulin pump will be returned for analysis.